Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device had a damaged neuro-tip. It is unk if the device was being used during surgery. It is unk if patient or user injury was reported. No add'l info was provided.